Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate, resulting in the pt receiving more medication than intended. At an unspecified time, the device was programmed to deliver amiodarone 150 mg/100 ml, at a rate of 600 ml/hr, with a vtbi (volume to be infused) of 100 ml for a duration of 10 min, and the delivery was started. After the delivery was complete, the device was reprogrammed to deliver amiodarone 900 mg/500ml, at a rate of 33.3 ml/hr, with a vtbi of 500 ml, for a duration of 6hrs, and the delivery was started. After an unspecified length of time, the nurse reprogrammed the device for a vtbi of 200 ml in preparation of the pt being transferred to a second facility and the delivery was restarted. It was reported the nurse noted that the device displayed a rate of 33.3 ml/hr. At 2110 approx. 40 min after the delivery was restarted, the device alarmed for an unspecified reason. At that time, the nurse noted the medication container was empty and the device display indicated a rate of 600 ml/hr. The nurse reported the pt¿s heart rate decreased into the 80¿s, however, ¿the pt was stable, no visible problems.¿ at that time, the nurse powered the device off. At 2115, the physician was notified and ordered the therapy to be restarted. The device was reprogrammed to deliver at a rate of the 16.6 ml/hr and the delivery was started. There were no reported adverse pt effects. No medical interventions were required. After an unspecified length of time, the device was removed from clinical service. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.